Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: prowater, whisper. (B)(4): distal to stent. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: an analysis of the returned device did confirm the reported device issue of dislodgement. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for stent dislodgement for this lot. Based on the investigation, no product deficiency was identified. It should be noted that the xience v instructions for use states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents.

Event description:
It was reported that during an interventional procedure to the first diagonal, moderately tortuous, 80% stenosed lesion, a prowater guide wire was advanced through a 6-french, radial approach and predilatation was performed with a 2 x 8 mm trek. It was found that the approach was acute and not coaxial to the vessel. A whisper wire was passed through the diagonal and a 3 x 18 mm xience v stent was then deployed. A 2.75 x 8 mm xience v rx was attempted to be passed through the other stent unsuccessfully. No resistance was noted during withdrawal, but the 2.75 x 8 mm xience v stent dislodged proximal to the first stent onto the diagonal but remained on the whisper wire. A torquer was attached to both wires outside of the anatomy. Both wires were twisted, wrapping around the stent which successfully pulled the stent into the guiding catheter, and all devices were removed from the anatomy. The procedure was ended at this point. The intervention added an additional 20 minutes to the procedure for a total length of 90 minutes. There were no adverse patient effects reported. No additional information was provided.